Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that there is physical damage to the insulin pump. Customer stated that there is damage to the battery and reservoir compartments. There are also scratches on the lcd screen. Customer's blood glucose reading was 157 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump was received in with a blank display due to corroded battery tube and battery cap contacts. Unable to perform the displacement test due to the blank display. Damage to the battery tube threads, reservoir tube lip, lcd window, reservoir tube window and a shifted end cap sticker also noted.